Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During unpacking, a 4.00 x 16 synergy¿ stent was selected for use. When the wire was removed from the stent delivery system (sds) tip, it was noticed that the stent came off from the sds together with the wire. The procedure was completed with a synergy stent. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.